Event description:
During a left heart catheterization, pressure measurements were made with the wire. The wire was then released from the cord and ivus imaging was done over the wire. Ivus was removed and a non-compliant balloon was inflated over the pressure wire. Balloon was removed, and pressure wire was re connected to the cord for post measurements, but the wire would not normalize. Another wire was used and worked fine.